Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Issue description: an industry customer in the united states notified biomérieux of discrepant identification results between 16s sequencing and vitek ms methods in association with vitek ms instrument (ref. (B)(4), serial number (B)(4). Despite attempts by biomérieux to obtain the details of the organisms associated with the issue, no response was provided by the customer. It is understood that customer sent samples to its sister lab, and were found to be discrepant from their 16s sequencing results. At the time of this assessment, the industry client did not provide information regarding the market introduction of products associated with the misidentification results. The customer stated that there is no impact to consumers. An investigation has been initiated.

Manufacturer narrative:
Context: an industry customer in the united states notified biomérieux of discrepant identification results between 16s sequencing and vitek ms methods in association with vitek ms instrument (ref. (B)(4), serial number (B)(6)). Vitek ms results: accession ID: (B)(6). (B)(6) 2022 = two no identification and two single choice to cupriavidus pauculus. Accession ID: (B)(6). (B)(6) 2022 = four single choice to klebsiella pneumoniae. Accession ID: (B)(6). (B)(6) 2022 = two single choice to comamonas testosteroni. Notes : the customer received samples from another lab. They suspect that samples did not isolate properly and customer is unaware of how they were incubated. The customer re-streaked the samples in question on blood agar for testing. On 02nov2022, the system had issues with noisy spectra, then on 28dec2022 the linear detector was replaced (case (B)(4)). There were no reported issues after linear detector replacement and fine tuning. Investigation: batch history record and complaint trend analysis: there is no CAPA related to the customer¿s complaint recorded. A complaint history review was completed for this issue concluded with no implication of a trend. This complaint has not been identified as a systemic quality issue. Investigation results: fine tuning. According to the vilink alert tool criteria, no fine tuning was needed during the tests made on 08, 10 and 22 nov 2022. Spot preparation quality: the calibrator ¿all peaks¿ values are quite heterogeneous, it varies between 0 to 159. It needs to be verified with the customer. Knowledge base (kb) review: expected identifications are unknown; therefore it is unknown whether correct identification of the strains is possible. Sample data analysis: accession ID: (B)(6). Reprocessing the customer data with vitek ms kb v3.2 allows to get two no identifications and two single choice to cupriavidus pauculus. All these spectra have a good amount of peaks. However, the two single choice to cupriavidus pauculus were obtained with low scores (-0.17 and -0.21). Reprocessing the customer data with the new vitek ms kb v3.3 provides the same results. Reprocessing the customer data with the with ruo data base (saramis ¿ reference spectra) allows to get no identification results for all spectra. It could be a species out of the ruo and ivd database. Accession ID: (B)(6). Reprocessing the customer data with vitek ms kb v3.2 allows to get four single choice to klebsiella pneumoniae. These identifications were obtained with a good amount of peaks and with good scores (between 0.22 to 0.99). Reprocessing the customer data with the new vitek ms kb v3.3 and with ruo data base (saramis ¿ reference spectra) obtains the same results. Accession ID: (B)(6). Reprocessing the customer data with vitek ms kb v3.2 allows to get two single choice to comamonas testosteroni. These identifications were obtained with a good amount of peaks and with good scores (between 0.05 to 0.39). Reprocessing the customer data with the new vitek ms kb v3.3 and with ruo data base (saramis ¿ reference spectra) obtains the same results. For information, the analysis of the customer¿s spectra with an internal tool based on ribosomal proteins allows to get : for accession ID: (B)(6): no identification. It confirm that it could be a species out of the ivd knowledge base for accession ID (B)(6): klebsiella pneumoniae / klebsiella quasipneumoniae. Klebsiella quasipneumoniae is a species close to klebsiella pneumoniae and not present in ivd database. For accession ID: (B)(6): comamonas testosterone / comamonas thiooxydance. Comamonas thiooxydance is a species closed to comamonas testosteroni and not present in ivd database. There is the following system limitation in the user manual supplements - 161150-923 - a - en - vitek ms industry use - v3.2 knowledge base : interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ testing of species not found in the database may result in an unidentified result or a misidentification. In addition, the system had issues with noisy spectra during customer¿s tests. After linear detector replacement and new fine tuning there were no reported issues. Based on this, the issue encountered by the customer could be linked to this but it cannot be confirmed. Expected identification after investigation: based on our analysis: for accession ID: (B)(6), the identification to cupriavidus pauculus could be questionable. It could be a species out of ruo and ivd databases. For accession ID (B)(6), the identification could be klebsiella pneumoniae or klebsiella quasipneumoniae. For accession ID: (B)(6), the identification could be comamonas testosteroni or comamonas thiooxydance. Conclusion: root cause could be link to a system limitation (species out of ruo and ivd databases) or due to linear detector issue. Based on the information provided and the analysis of customer¿s spectra, it is difficult to conclude if there is any malfunction, then the cause has been set as unknown.